Event description:
It was reported by the patient that two months after the pacemaker was implanted that they started to experience a "type of zap" or "light shock" right at the pacemaker. Follow up with the clinic indicated the patient had been seen after the initial report and the device was functioning normally and there was no performance issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.